Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had several high baseline alarms during helicopter transport. Also, the staff stated they had difficulties with the art line in cold weather. The iabp was not swapped out. There was no report of patient complications.

Manufacturer narrative:
(B)(4), no iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "high baseline alarm" is not able to be confirmed. A field service engineer serviced the pump and could not replicate the problem. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had several high baseline alarms during helicopter transport. Also, the staff stated they had difficulties with the art line in cold weather. The iabp was not swapped out. There was no report of patient complications.